Event description:
It was reported the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further analysis of the event indicates an additional regulatory report is needed as this is no longer connected to fsca 1627487-05/17/24-001-c.